Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed failed battery test. The customer changed the battery four times. The customer's blood glucose was 149 mg/dl. Troubleshooting was performed and new battery was inserted in to the insulin pump which resolved the issue. Nothing further was reported.